Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 12/22/2020. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The tubing was completely separated from the cassette. The reported issue was confirmed. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system e3 section.

Event description:
A distributor of infutronix reported the following on behalf of an end user on (B)(4) 2020 :"medication was leaking out from the tubing as it entered the cassette at the bottom of the pump."